Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported an occlusion alarm occurred. Customer reverted to manual injections for insulin delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.